Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 535 mg/dl; cause was unknown. Elevated bg was addressed via manual injection and supply change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customers bg has decreased to 399mg/dl. Customer was instructed to consult with their healthcare provider.